Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the blade was broken off inside the patient. The broken piece was retrieved and no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the blade had not touched something hard.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). After an exhaustive search of file records, physical device inventory, and receiving records, the device for the reported event could not be located. Because the device is not available, no analysis could be performed. File will be reopened if the device is located.

Event description:
The pt received his scs system including percutaneous leads on (B)(6)2005. It was reported that the pt was experiencing overstimulation. An x-ray revealed that one of the leads had migrated. The physician surgically repositioned the lead. Follow up on the pt found that no further issues have been reported. The lead was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
(B)(4).